Event description:
Pt was wading in the swimming pool when they slipped and fell under water. The vent line took in water. The device later developed alarms on the system controller. Pt was connected to a pneumatic console until a new device was implanted.